Event description:
Ll ECG lead fell off of pt while pt was being weighed. Nurse found large blister with red encircling the blister. Fluid in blister was aspirated and sent to lab to be cultured and gram stain. Lead was on outside of left leg, diaper was covering this area.